Manufacturer narrative:
Part# 04.511.206.04s is a package containing quantity of 4 matrix screws. Only 2 of which have complaint against them. These two (2) screws are captured under this mw-474394. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for two (2) 1.85mm matrix screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient identifier not available for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Part was only packed and sterilized at synthes (B)(4) and as this complaint is neither packaging nor sterilization related no review of these documents is necessary. An additional DHR review task for (B)(4) will be opened to perform an us DHR review for unsterile part 04.511.206.04c with lot h391129. Manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: 12 july 2017. Expiry date: 01 july 2027. Part #: 04.511.206.04c - h391129 (non-sterile) - 1.85 mm ti matrix screw self-tapping/6mm. Quantity 120. Inspection sheet for final inspection and inspect dimensional met inspection acceptance criteria. Component parts reviewed: raw material part 21015, lot h275132 was reviewed. Raw material received from relius medical, llc. Certificate of conformance received from relius met specification. Raw material rework inspection met specification. Raw material receiving/putaway checklist met requirements. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 17-jun-2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported during an unknown procedure on (B)(6) 2017, it was noted that two (2) screws were more difficult than usual to insert, requiring greater force. While surgeon was forcing the screws they became stuck and would not move in either direction. The screws then broke without fragmentation. A drill was used to retrieve the broken screws from patient. Surgery was completed successfully with a delay of approximately 20 minutes. Concomitant devices reported: screwdriver (part number unknown, lot number unknown, quantity 1). This report is for one (1) 1.85mm matrix screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Customer quality reviewed the returned photographs of the devices. The complaint is confirmed as the broken screws are visible on the received pictures. The manufacturing documents were reviewed and no complaint related issues were found. These matrix screws were manufactured in july 2017, 30 packs of 4 pieces according to our specifications. All devices were sold meanwhile and we are not aware of any quality problems or failures caused by a faulty product. Also we are not aware of any other complaint for this article- and lot number, neither sterile lot l488699 nor unsterile lot h391129. Product was not returned, therefore no further investigation is possible. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information or material is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.